Manufacturer narrative:
Device evaluation summary: the hawkone was received for evaluation. The hawkone was received with a spiderfx loaded within the distal tip of the cutter assembly. The guidewire lumen on the cutter has been zippered by the spiderfx capture wire. The spiderfx capture remains in the distal tip of the cutter guidewire lumen. A kink in the distal window of the cutter was noted. The damage to the h1 cutter is consistent with the spiderfx capture wire being prolapse before the proximal end port of the cutter was drawn into the support sheath. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the distal superficial femoral artery and popliteal artery using a hawkone directional artherectomy device and spider embolic protection device. Vessel was pre and post-dilated. Device was advanced over a bifurcation. It is reported that hawkone device was unable to cross the lesion due to severe resistance. Severe resistance was also experienced when attempting to withdraw. It is reported that guidewire lumen was torn from the distal tip and allowed the 0.014" guidewire to protrude. Spider wire then locked up around the nosecone. System was removed in tandem. Procedure was completed by advancing a 0.035" guidewire to tibial and stenting/pta was performed. No patient injury reported. When device was returned for analysis it was noted the guidewire lumen had been zippered by the spider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.